Event description:
Procedure type: lumbar sympathectomy. According to the reporter: a white plastic piece of the lock fell off the instrument while lock was being activated. Doctor used defective instrument to complete surgery. No pt injury was reported.